Manufacturer narrative:
Zimmer biomet complaint (B)(4).

Event description:
It was reported that during implant placement, the driver was unable to disengage from the implant (bost413). Procedure was completed using another implant and driver. Tooth location 26.

Event description:
Additional information was received from investigation; driver was identified to be imre200 which is not compatible to use with the reported implant, bost413. No injury has been reported.

Manufacturer narrative:
Additional information was received from investigation; driver was identified to be imre200 which is not compatible to use with the reported implant, bost413. Final investigation results concluded the potential cause to be user error as did not follow guidance as per IFU and surgical manual. Upon a reassessment of the reported event it has been determined that this event does not meet the criteria of a reportable event as a use/user error with no other deficiency or technical defect of the device and no report of an adverse event. As a result, no further medwatch reports will be submitted. One 3i t3® non-platform switched tapered implant 4 x 13mm (bost413) and one certain® ratchet extension - long 3.4mm(d) (imre200) were returned for investigation. Visual evaluation of the as returned implant identified no apparent signs of malfunction. However, driver square engagement feature was missing an o-ring. Device cannot function without it. Product matched print specification where measured. In addition, it is identified that the driver is not compatible to use on 4.0 mm(d) implants. Functional testing was performed using the returned driver even without the rubber o-ring on its square engagement feature. However, it is determined that the driver is not compatible with bost413 and when it engaged well to the implant, that showed the tool must not be in good condition. And customer misused it. Pre-existing patient conditions, implantation period and x-ray images are irrelevant to this investigation. However, customer was attempting to place the implant on tooth #42 (fdi) when the incident occurred. DHR review was completed for the subject lot number (2019111838). It was confirmed that all operations and inspections were executed as per applicable procedures. No deviations or non-conformances, which could have caused or contributed to the reported event were noted as part of the DHR. Complaint history review was completed for the subject lot number (2019111838) for does not disengage/release category and no other complaint was identified. April post market trending was reviewed and there were no actionable events or corrective actions for the reported event (does not disengage/release) or products. Therefore, based on the available information, device malfunction (misused) did occur and the reported event was confirmed. The potential cause is customer error since the imre200 driver is not compatible to use with reported implant, and customer did not follow guidance as per the IFU and surgical manual.